Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.